Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.

Event description:
The customer reported the male luer broke and leaked fluid during a CT guided biopsy procedure. The set was replaced without incident. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.